Event description:
The facility representative contacted baxter to report an intermate that has ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the pumps are filled with peristaltic pump, baxa repeater pump e099. The volume for this pump was 125 ml.

Manufacturer narrative:
(B) (4)the device has been received and evaluated by baxter. The reported condition was confirmed. The root cause investigation for this failure mode is in progress.